Event description:
It was reported that a 1,000ml bag of dextrose 5% in water was set to infuse at a rate of 250ml/hr through primary infusion. It was noted that the infusion was started at 10:25am but did not complete until 3:30pm, when it should have completed at 2:25pm. There was no patient impact.

Manufacturer narrative:
Additional information provided: d.11 correction: omit (2)pri tubing from d.11 the report of a device infusing longer than expected was not confirmed. Physical inspection noted the device to be in good condition with the instrument seal intact. Both iui¿s, door latch, sear, plate,n and membrane frame were in good condition. No anomalies were observed. The pcu error log shows no errors. The pcu event log shows that the pcu was powered on on (B)(6) 2020 at 2:47 pm and new patient and same profile (oncology/infusion) were selected. Between 2:47 pm and 7:10 pm, the suspect pump (sn (B)(6) ) successfully completed four (4) infusions of ivf maintenance fluid (drugid=1) at a rate of 500 ml/hr for a total of 1650.9 ml infused. The device was programmed with an additional 100 ml at a rate of 250 ml/hr, but was channeled off prior to infusion completion, for unknown reasons. Review of the pcu drug library found that the reported medication dextrose 5% was not an option. After programming the available dextrose options from the drug library (10%, 20%) and reviewing the logs, it was determined that the corresponding drugid¿s (drugid=246, drugid=247) had not been programmed on the returned pcu. Rate accuracy testing found the device operating within specification. The event IV tubing set was not provided for testing. The root cause of the device reportedly infusing longer than expected could not be identified. Device history review: review of the source device (sn (B)(6) service history record showed that the device was manufactured on 01/02/2020. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020) and indicated that this device has not been returned for service previously. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Race: white.

Event description:
It was reported that a primary infusion of 1,000ml of dextrose 5% in water to infuse at 250ml/hr, at a rate of 500ml/hr. The infusion was programmed using guardrails primary infusion and was started at 10:25am but did not complete until 3:30pm. It was noted that it should have completed at 2:25pm. There was no patient injury.